Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified bone and a fracture at the collar section. Re-existing condition noted on the per is diabetes. The reported device was located on tooth # 20 and was used for approximately 5 years and 4 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (62679617). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62679617) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event (implant fracture) was confirmed. However, the reported nonintegration could not be verified with the information provided. Based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that top of the implant (tsvb10) fractured at tooth location 20. As a result, implant lost integration and removed. Site was bone grafted.